Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station power was on, but drawer six had failed and no leds were illuminated on either the drawer module or the drawer controller printed circuit board (pcb). A field service engineer replaced the drawer controller and the module controller board for drawer six, assigned the module pcb to module six, and performed module testing. During the self test, the cubie pocket for position one was found to be defective. The defective cubie pocket was removed, and the module was retested, after which all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen turned black, and despite multiple attempts to restore it, the issue could not be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.